Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered less than 200 pulses. No damages or deficiencies were observed. The needle mechanism was reset and redeployed successfully. The causes of the reported needle mechanism and unsure properly inserted cannula events could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula deployed but did not insert; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.